Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an interventional procedure, using a starclose se device. Reportedly, after the clip was fired, the device could not be removed. The access ports were used and the device was pulled back with moderate force, but was still unable to be removed. It was noticed on the femoral angiogram that the clip was on the distal end of the delivery tube and the locator wings had not collapsed. The locator wings and clip were impacted in soft tissue in the tissue tract. A surgical cut-down procedure was done to successfully remove the device and clip from the pt anatomy and close the artery. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.